Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the same cartridge until it ran out of insulin and technical support instructed the caller to call back for troubleshooting if the issue recurred.